Manufacturer narrative:
G1, g4 synthes was not able to determine MFR date or MFR site because lot number was not provided. No evaluation was performed as the product was not returned and no lot number was provided.